Manufacturer narrative:
Concomitant product: 5554-53 lead, implanted: (B)(6) 2000.

Event description:
It was reported that the patient came in and the cardiac electrode was "displaced." The lead was revised. Both the atrial and ventricular leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.